Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of surgery ('surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent surgery (seriousness criteria medically significant and intervention required), experienced anxiety ("anxiety"), abdominal pain ("abdominal pain"), pelvic pain ("tons of pain/pelvic pain"), fibrosis ("fibrosis"), adnexa uteri cyst ("paratubal cysts") and genital haemorrhage ("bleeding for 3 months/heavy bleeding") and was found to have pulmonary imaging procedure abnormal ("spot in one of my lungs/the new CT scan showed the old spot but also a new spot in the other lung"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the surgery, anxiety, abdominal pain, pulmonary imaging procedure abnormal, pelvic pain, fibrosis, adnexa uteri cyst and genital haemorrhage outcome was unknown. The reporter provided no causality assessment for abdominal pain, anxiety, pulmonary imaging procedure abnormal and surgery with essure. The reporter considered adnexa uteri cyst, fibrosis, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: on (B)(6) 2014 she stated she would have a surgery on (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: results: hernia; on an unknown date: results: abdominal pain. ¿concerning the injuries reported in this case, the following ones were described in patients social media: anxiety, abdominal pain, chest x-ray abnormal, pelvic pain, fibrosis, adnexa uteri cyst and genital haemorrhage. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Events added: tons of pain/pelvic pain, fibrosis, paratubal cysts and bleeding for 3 months/heavy bleeding. Surgery and reporters added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('coil was trying to poke its way out of my uterus'), device dislocation ('malposition left essure device in the left fallopian tube') and genital haemorrhage ('bleeding for 3 months/heavy bleeding/abnormal bleeding (general)') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did you undergo an essure confirmation test". In 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("tons of pain/pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)/heavy cramping"), adnexa uteri cyst ("paratubal cysts"), fibrosis ("fibrosis"), migraine ("nigraines"), anxiety ("anxiety") and menorrhagia ("menorrhagia") and was found to have pulmonary imaging procedure abnormal ("spot in one of my lungs/the new CT scan showed the old spot but also a new spot in the other lung"). The patient was treated with surgery (full hysterectomy and salpingectomy (bilateral removal of fallopian tubes) and robotic assisted total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, device dislocation, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, adnexa uteri cyst, pulmonary imaging procedure abnormal, fibrosis, migraine, anxiety and menorrhagia outcome was unknown. The reporter provided no causality assessment for abdominal pain, anxiety, device dislocation, pulmonary imaging procedure abnormal and uterine perforation with essure. The reporter considered adnexa uteri cyst, dysmenorrhoea, fibrosis, genital haemorrhage, menorrhagia, migraine and pelvic pain to be related to essure. The reporter commented: on (B)(6) 2014 she stated she would have a surgery on (B)(6) 2014. Surgical pathology report: cervix -acute and chronic cervicitis and squamous metaplasia. Endometrium- proliferative phase. Myometrium - adenomyosis. Benign para tubal serous cysts. Per medical record: essure removal details: malposition left essure device in the left fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: results: hernia; on an unknown date: results: abdominal pain. ¿concerning the injuries reported in this case, the following ones were described in patients social media: anxiety, abdominal pain, chest x-ray abnormal, pelvic pain, fibrosis, adnexa uteri cyst and genital haemorrhage. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: "device dislocation, menorrhagia, dysmenorrhea and pelvic pain". Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: the case: (B)(4) was found to be duplicate of present case. Information transferred from duplicate case: (med watch 3500a MFR number: 2951250-2020-05904). Per pfs and medical record. Event "menorrhagia and device monitoring procedure not performed" was added. Per medical record event "device dislocation" was added. This case is medically confirmed. All the source document, reference number and reporter were added. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('coil was trying to poke its way out of my uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), anxiety ("anxiety"), abdominal pain ("abdominal pain"), pelvic pain ("tons of pain/pelvic pain"), fibrosis ("fibrosis"), adnexa uteri cyst ("paratubal cysts") and genital hemorrhage ("bleeding for 3 months/heavy bleeding") and was found to have pulmonary imaging procedure abnormal ("spot in one of my lungs/the new CT scan showed the old spot but also a new spot in the other lung"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the uterine perforation, anxiety, abdominal pain, pulmonary imaging procedure abnormal, pelvic pain, fibrosis, adnexa uteri cyst and genital hemorrhage outcome was unknown. The reporter provided no causality assessment for abdominal pain, anxiety, pulmonary imaging procedure abnormal and uterine perforation with essure. The reporter considered adnexa uteri cyst, fibrosis, genital hemorrhage and pelvic pain to be related to essure. The reporter commented: on 06-mar-2014 she stated she would have a surgery on (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: results: hernia; on an unknown date: results: abdominal pain. ¿concerning the injuries reported in this case, the following ones were described in patient's social media: anxiety, abdominal pain, chest x-ray abnormal, pelvic pain, fibrosis, adnexa uteri cyst and genital hemorrhage. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received: reporter added. Event coding changed from surgery to uterine perforation. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('coil was trying to poke its way out of my uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), anxiety ("anxiety"), abdominal pain ("abdominal pain"), pelvic pain ("tons of pain/pelvic pain"), fibrosis ("fibrosis"), adnexa uteri cyst ("paratubal cysts"), genital haemorrhage ("bleeding for 3 months/heavy bleeding") and migraine ("nigraines") and was found to have pulmonary imaging procedure abnormal ("spot in one of my lungs/the new CT scan showed the old spot but also a new spot in the other lung"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the uterine perforation, anxiety, abdominal pain, pulmonary imaging procedure abnormal, pelvic pain, fibrosis, adnexa uteri cyst, genital haemorrhage and migraine outcome was unknown. The reporter provided no causality assessment for abdominal pain, anxiety, pulmonary imaging procedure abnormal and uterine perforation with essure. The reporter considered adnexa uteri cyst, fibrosis, genital haemorrhage, migraine and pelvic pain to be related to essure. The reporter commented: on (B)(6) 2014 she stated she would have a surgery on (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: results: hernia; on an unknown date: results: abdominal pain. ¿concerning the injuries reported in this case, the following ones were described in patients social media: anxiety, abdominal pain, chest x-ray abnormal, pelvic pain, fibrosis, adnexa uteri cyst and genital haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 16-apr-2020: quality safety evaluation of ptc. On 23-mar-2020: social media received reporter added. On 20-mar-2020: social media received. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('coil was trying to poke its way out of my uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), anxiety ("anxiety"), abdominal pain ("abdominal pain"), pelvic pain ("tons of pain/pelvic pain"), fibrosis ("fibrosis"), adnexa uteri cyst ("paratubal cysts"), genital haemorrhage ("bleeding for 3 months/heavy bleeding") and migraine ("nigraines") and was found to have pulmonary imaging procedure abnormal ("spot in one of my lungs/the new CT scan showed the old spot but also a new spot in the other lung"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the uterine perforation, anxiety, abdominal pain, pulmonary imaging procedure abnormal, pelvic pain, fibrosis, adnexa uteri cyst, genital haemorrhage and migraine outcome was unknown. The reporter provided no causality assessment for abdominal pain, anxiety, pulmonary imaging procedure abnormal and uterine perforation with essure. The reporter considered adnexa uteri cyst, fibrosis, genital haemorrhage, migraine and pelvic pain to be related to essure. The reporter commented: on (B)(6) 2014 she stated she would have a surgery on (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: results: hernia; on an unknown date: results: abdominal pain. ¿concerning the injuries reported in this case, the following ones were described in patients social media: anxiety, abdominal pain, chest x-ray abnormal, pelvic pain, fibrosis, adnexa uteri cyst and genital haemorrhage. Most recent follow-up information incorporated above includes: on 20-mar-2020: sm received : events added- migraines. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('coil was trying to poke its way out of my uterus') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("tons of pain/pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)/heavy cramping"), genital haemorrhage ("bleeding for 3 months/heavy bleeding"), adnexa uteri cyst ("paratubal cysts"), fibrosis ("fibrosis"), migraine ("nigraines") and anxiety ("anxiety") and was found to have pulmonary imaging procedure abnormal ("spot in one of my lungs/the new CT scan showed the old spot but also a new spot in the other lung"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed. At the time of the report, the uterine perforation, pelvic pain, abdominal pain, dysmenorrhoea, genital haemorrhage, adnexa uteri cyst, pulmonary imaging procedure abnormal, fibrosis, migraine and anxiety outcome was unknown. The reporter provided no causality assessment for abdominal pain, anxiety, pulmonary imaging procedure abnormal and uterine perforation with essure. The reporter considered adnexa uteri cyst, dysmenorrhoea, fibrosis, genital haemorrhage, migraine and pelvic pain to be related to essure. The reporter commented: on (B)(6) 2014 she stated she would have a surgery on (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: results: hernia; on an unknown date: results: abdominal pain. ¿concerning the injuries reported in this case, the following ones were described in patients social media: anxiety, abdominal pain, chest x-ray abnormal, pelvic pain, fibrosis, adnexa uteri cyst and genital haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jun-2020: plaintiff fact sheet received. Patient demographic was updated. Event ¿dysmenorrhoea" was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.